Event description:
Contents would not infuse out of device, valve device at end of tubing was defective. This has happened on at least two occasions, resulting in waste of medication, and extra day of hosp stay for pt.